Manufacturer narrative:
Upon receipt of additional information it has been determined that the device was reported under wrong manufacturing site. Event will be reported under MFR 0002648920-2019-00559.

Event description:
Upon receipt of additional information it has been determined that the device was reported under wrong manufacturing site. Event will be reported under MFR 0002648920-2019-00559.

Manufacturer narrative:
(B)(4). Concomitant medical products: m/l taper femoral stem, press-fit, plasma sprayed, reduced neck length, size 7.5 (00-7711-007-10, 61418549). Versys femoral head, 32 mm, +0 mm neck (00-8018-032-02, 61484662). Trilogy acetabular shell, 52 mm (00-6200-052-22, 61429549). Bone screw (00-6250-065-25, 61432048). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2016-03229 and 0001822565-2016-03862. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the patient was revised approximately 6 years post initial surgery due to dislocation. Patient experience a dislocation approximately 6 months prior to revision. Pre-surgical workup indicated elevated metal ions. During the revision, surgeon reported the following: tissue damage, debris, plastic fragments in the capsule, liner had fragmented, and stated locking ring was locked and not mobile, corrosion to neck & head, therefore head and liner were exchanged.